Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device of the device history records could not be completed as no lot number was provided by the customer.

Event description:
Per mhra, family they reported that a tube had become thin and the wire was protruding from the part of the tube that enters the trachea. Patient mother discarded the tube and replaced with a new tracheostomy tube 4.0mm bivona.

Manufacturer narrative:
Other, other text: h4, d4 and g5 are unknown. No product information has been provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.